Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tctl cng prior dmg w/moist) under-responsive. Issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: during investigation, the audio bolus button cover was found to be torn; the audio bolus button responded appropriately during testing. A leak test revealed a bolus button leak. The bolus button cover was removed and no contamination was found. The pump was opened and moisture ingress was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.